Manufacturer narrative:
Attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the customer experienced a deviation of the values compared to the lab is up to 2,4g/dl. Also they compare with the bga- co- oxymeter (radiometer abl 800). There was no known impact or consequence to patient. The trend view is too small and gives no real overview if the trend changes. Criticized is also a partial wrong trend measuring. The sensor is also too sensitive, against movement and low perfusion. The sensor has to have an auto calibration. In vivo adjustment is useless, when recalibrate, the device will lose the adjusted value, this is why they questioned the use of this feature. There was no known impact or consequence to patient.